Manufacturer narrative:
(B)(4).

Event description:
The customer reported to baxter (B)(4) a minivolume catheter extension set that broke off on attachment to the drip set. The event occurred during patient use. No patient injury was reported. No additional information is available. This is report 2 of 4 of the same reported problem from this facility.

Event description:
The quality engineer from baxter (B)(4) reported three actual mini-volume catheter extension sets were contaminated with blood and the microbore tube was disconnected from female luer lock adaptor. This reported condition occurred during an evaluation of the sets. A patient was involved. There was no patient injury or medical intervention. No additional information is available. This is report 1 of 3 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The customer sent in an actual and a companion sample for evaluation. Visual inspection revealed that the actual sample was contaminated with blood and the microbore tube was disconnected from the female luer lock adaptor. Therefore the reported condition was confirmed. Meanwhile, the reported condition was not confirmed for the companion sample that was returned. A batch review was conducted and there were no deviations found during the manufacture of this lot. A trend review was performed and there were no other similar complaints that were reported in the past twelve months. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer sent in an actual and a companion sample for evaluation. Baxter's quality engineer reported a set contaminated with blood and that the microbore tube was disconnected from the female luer lock adaptor. This was confirmed by visual inspection. Meanwhile, the reported condition for the companion sample was not confirmed. A batch review was conducted and there were no deviations found during the manufacture of this lot. A trend review was performed and there were no other similar complaints that were reported in the past twelve months. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The quality engineer from baxter (B)(4) reported three actual mini-volume catheter extension sets were contaminated with blood and the microbore tube was disconnected from female luer lock adaptor. This reported condition occurred during an evaluation of the sets. There was no patient involved. No additional information is available. This is report 1 of 3 of the same reported problem from this facility.